Event description:
It was reported as a general comment by the physician, that there were several cases of arteriotomy closures of common femoral arteries attempted using a proglide device with a 5f or 6f sheath after unspecified procedures. Reportedly, there was no blood flow from the marker lumen when advancing the proglide device into the artery. Hemostasis was achieved using manual arterial compression. The exact number of cases or devices involved could not be recalled by the physician. Patient identification was no longer available. There were no reported adverse patient sequelae. No clinically significant delays in the procedures were reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date (exact dates were not recalled). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.